Manufacturer narrative:
Updated fields: b3, b4, d9 (device available for eval), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A field service engineer (fse) replaced the pneumatic module assy to resolved the issue.

Manufacturer narrative:
Due to character limitation, below field are added from e.1. Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine testing, cardiosave intra-aortic balloon pump (iabp) had leak alarm. There was no patient involvement.